Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate.

Event description:
Reviewed attached customer feedback form. Contraindications relevant to failure: patient is over 60 years old. Part: 863210. Revision: a. Visual: implant received is slightly damaged. Specification should be: length: .404 ± .003, specification as found: .4062, diameter: .1250 / .1265, specification as found: .1250. Comments: this implant was damaged around the collar area at the time it was removed from the patients mouth. Performed a visual and dimensional inspection on the product received and it meets our specifications. Date of inspection: 09/26/2019.

Manufacturer narrative:
Follow-up submitted to report device evaluation.